Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Failed registration of reamer with probe. Could not pass after several attempts. Treated as bumped base array, and re-registered the robot multiple times, all failing between 0.8-1.2 mm. Exhausted all reaming options for registration (straight, offset 45, offset 135), and bailed to a manual case. After manual case proceeded, arm status check failed, providing a joint encoder error. Following day, pre-surgery check incomplete due to failed angle discrepancy check of joint 6. Tha case delayed 10-15 minutes during attempts to pass registration.

Manufacturer narrative:
Reported event: mps reported j6 index errors. Device evaluation and results: (B)(4): - fse cleaned j6 encoder glass wheel. Product history review a review of device history records shows that on 08/12/2016 1 device was inspected and 1 device was placed on: qt 16-07-0075. A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 203486 shows (B)(4) additional complaints related to the failure in this investigation. These complaints are: (B)(4). Conclusions: system ready for clinical use. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard."

Event description:
Failed registration of reamer with probe. Could not pass after several attempts. Treated as bumped base array, and re-registered the robot multiple times, all failing between 0.8-1.2 mm. Exhausted all reaming options for registration (straight, offset 45, offset 135), and bailed to a manual case. After manual case proceeded, arm status check failed, providing a joint encoder error. Following day, pre-surgery check incomplete due to failed angle discrepancy check of joint 6. Tha case delayed 10-15 minutes during attempts to pass registration.